Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02674. It was reported to boston scientific corporation that two wallflex enteral colonic stents were used during a stenting procedure within the sigmoid descending colon on a male patient. According to the complainant, during an attempt to deploy the stent at the tumor site, the stent deployed prematurely. Since the stent was not deployed at the desired position, another wallflex enteral colonic stent was used with the same result. Although the second stent was in a better position, it was not optimal. A grasper was used to reposition the second stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.